Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The blood glucose reading was unknown. No significant events leading to the alarm were observed. The customer also reported that she had received no delivery alarms earlier and had high blood glucose levels. Advised discontinuation of the insulin pump. She declined troubleshooting for the no delivery alarm since the device would be returned and was unable to do so because of the motor error. Nothing further reported.